Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. Customer's blood glucose level ranged between 60 mg/dl and in the 200's (mg/dl). Reportedly, the customer reloaded same cartridge resolving the issue.